Event description:
It was reported that none of the buttons on the infusion device were functioning. It was also reported that the rubber covering of the buttons was damaged. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.